Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred and that the customer was unable to charge the pump using the tandem-provided charging pad. The customer reverted to an alternate method of insulin therapy and a new charging pad was sent to the customer. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction code 12 issue was verified, but the charging pad issue could not be verified, as the charging pad was not returned for investigation.